Manufacturer narrative:
The thv training manuals provide guidance to facilitate safe crossing of the native valve, including camera projections, handling during advancement, and troubleshooting techniques if difficulty is encountered. As stated, excessive force should not be used when the device has difficulty crossing the stenotic valve. Adding tension to the wire, pulling back the system to re-orient the valve, as needed, and torquing of the flex catheter may be helpful in solving the problem. The edwards sapien xt transcatheter heart valve is indicated for patients with severe symptomatic calcified native aortic valve stenosis. Deployment of the sapien xt valve in a pulmonic valve is not indicated per the labeling; therefore the labeling (ifus and ew training manuals) do not instruct the operator how to position the sapien xt valve in this scenario. In this case, patient factors (anatomy) and procedural factors (crossing the valve over the stent) likely contributed to the difficulty crossing the valve. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required. Reference manufacturer report number 2015691-2016-02442.

Event description:
As reported through our french affiliate, during a pulmonic procedure with a 29mm sapien xt, difficulty was encountered when crossing the valve over the pulmonic stent. The tricuspid valve was damaged during multiple attempts of crossing the valve. The pulmonary and tricuspid valves were replaced. The patient is stable. As reported, due to the complexity of the patient's anatomy (right ventricle), and the shape and the angulation of the pre-stent (non ew product) utilized in the rvot of the patient, the case became very complex and difficulty was encountered when crossing the valve over the stent. Several attempts were made to pass the stent. A decision was made to deploy the valve. The valve landed too low and prevented the valve from anchoring in the pre-stent as there was no calcification. The case was converted to a successful open heart surgery.